Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding / heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain ") and libido decreased ("level of sexual intimacy declined"). The patient was treated with surgery (novasure ablation). At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia, dyspareunia, abdominal pain and libido decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 11-may-2018: correction: new reporter husband was added; no longer happy, no energic as she was, severe menstrual pain, irregular and prolonged menstruation, pain during intercourse, abdominal pain and level of sexual intimacy declined were added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('unusual bleeding / heavy and abnormal bleeding') in a female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included condom from (B)(6) 2009 to (B)(6) 2010, post-traumatic stress disorder, anxiety and bipolar disorder. Concurrent conditions included overweight, back pain and joint pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("headaches"), weight fluctuation ("weight fluctuation") and fatigue ("chronic fatigue"). In (B)(6) 2012, the patient experienced menorrhagia ("heavy menses"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), libido decreased ("level of sexual intimacy declined") and complication of device insertion ("one of the essure coils three different times before it was successful."). The patient was treated with surgery (novasure ablation). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia, dyspareunia, abdominal pain, libido decreased, headache, menorrhagia, weight fluctuation, fatigue and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, complication of device insertion, depressed mood, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menometrorrhagia, menorrhagia, pelvic pain and weight fluctuation to be related to essure. The reporter commented: current weight: 310 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Lot number was added. Added event headaches, heavy menses , weight fluctuation,chronic fatigue, had to place one of the essure coils three different times before it was successful., plaintiff did not undergo essure confirmation test. New reporter's was added. Patient's demographics was added. Medical history, concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('unusual bleeding / heavy and abnormal bleeding') in an adult female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included female condom from (B)(6) 2009 to (B)(6) 2010, post-traumatic stress disorder, anxiety, bipolar disorder, vaginal irritation, vulval irritation, vaginal discharge, vaginal odour, echography nos normal, polyhydramnios, gastroesophageal reflux disease, asthma, rhinoplasty, uterine dilation and curettage, agus, endocervical curettage and endometrial biopsy. Previously administered products included for an unreported indication: lamictal and terazol. Concurrent conditions included overweight, back pain and joint pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("headaches"), weight fluctuation ("weight fluctuation") and fatigue ("chronic fatigue"). In (B)(6) 2012, the patient experienced menorrhagia ("heavy menses"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), menometrorrhagia ("irregular and prolonged menstruation"), menstrual disorder ("unusual periods"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), libido decreased ("level of sexual intimacy declined") and complication of device insertion ("one of the essure coils three different times before it was successful."). The patient was treated with surgery (novasure ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, abdominal pain, menometrorrhagia, menorrhagia, menstrual disorder, depressed mood, asthenia, libido decreased, headache, weight fluctuation, fatigue and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, complication of device insertion, depressed mood, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain and weight fluctuation to be related to essure. The reporter commented: current weight: 310 lbs. Trailing coils- left-2, right-4. As per pif dated (B)(6) 2020 - essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Colposcopy - on (B)(6) 2009: evaluation of a pap test that revealed agus (abnormal glandular papanicolaou smear of vagina).. Lot number: 628049 manufacturing date: 2008-08 expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('unusual bleeding / heavy and abnormal bleeding') in an adult female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included female condom from (B)(6) 2009 to (B)(6) 2010, post-traumatic stress disorder, anxiety, bipolar disorder, vaginal irritation, vulval irritation, vaginal discharge, vaginal odour, echography nos normal, polyhydramnios, gastroesophageal reflux disease, asthma, rhinoplasty, uterine dilation and curettage, agus, endocervical curettage and endometrial biopsy. Previously administered products included for an unreported indication: lamictal and terazol. Concurrent conditions included overweight, back pain and joint pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("headaches"), weight fluctuation ("weight fluctuation") and fatigue ("chronic fatigue"). In (B)(6) 2012, the patient experienced menorrhagia ("heavy menses"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), menometrorrhagia ("irregular and prolonged menstruation"), menstrual disorder ("unusual periods"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), libido decreased ("level of sexual intimacy declined") and complication of device insertion ("one of the essure coils three different times before it was successful."). The patient was treated with surgery (novasure ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, abdominal pain, menometrorrhagia, menorrhagia, menstrual disorder, depressed mood, asthenia, libido decreased, headache, weight fluctuation, fatigue and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, complication of device insertion, depressed mood, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain and weight fluctuation to be related to essure. The reporter commented: current weight: 310 lbs. Trailing coils- left-2, right-4. As per pif dated (B)(6) 2020 - essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Colposcopy - on (B)(6) 2009: evaluation of a pap test that revealed agus abnormal glandular papanicolaou smear of vagina. Lot number: 628049, manufacturing date: 2008-08, expiration date: 2010-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pfs received: event unusual periods added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('unusual bleeding / heavy and abnormal bleeding') in a female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included female condom from (B)(6) 2009 to (B)(6) 2010, post-traumatic stress disorder, anxiety and bipolar disorder. Concurrent conditions included overweight, back pain and joint pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("headaches"), weight fluctuation ("weight fluctuation") and fatigue ("chronic fatigue"). In (B)(6) 2012, the patient experienced menorrhagia ("heavy menses"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), libido decreased ("level of sexual intimacy declined") and complication of device insertion ("one of the essure coils three different times before it was successful."). The patient was treated with surgery (novasure ablation). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia, dyspareunia, abdominal pain, libido decreased, headache, menorrhagia, weight fluctuation, fatigue and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, complication of device insertion, depressed mood, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menometrorrhagia, menorrhagia, pelvic pain and weight fluctuation to be related to essure. The reporter commented: current weight: 310 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Lot number: 628049 manufacturing date: 2008-08 expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality safety evaluation of product technical problem. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (novasure ablation). At the time of the report, the genital haemorrhage, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding / heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain") and libido decreased ("level of sexual intimacy declined"). The patient was treated with surgery (novasure ablation). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia, dyspareunia, abdominal pain and libido decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding / heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain ") and libido decreased ("level of sexual intimacy declined"). The patient was treated with surgery (novasure ablation). At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia, dyspareunia, abdominal pain and libido decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.